Event description:
On 8-july-2025, (B)(6) received information that the above-referenced device declared a code 1003, indicative of battery voltage too low for the projected remaining capacity. (B)(6) international technical services (ts) was contacted by the local (romanian) (B)(6) field representative, who requested a thorough analysis of the device memory data; this review confirmed that the battery was depleting more quickly than expected. The ts consultant thus recommended device replacement and, at a minimum, noted that data analysis should be repeated within a specified timeframe to ensure therapy availability. Further review of (B)(6) quality system database revealed that this model/serial, single-use device was originally implanted in another patient. According to (B)(6) quality system records/documentation, this device was originally implanted in a patient from the united states on (B)(6) 2018 and was subsequently replaced on (B)(6) 2019 (upgrade procedure to a cardiac resynchronization therapy defibrillator). Following the replacement procedure, available information indicates that this single use device was reprocessed without (B)(6) knowledge or authorization and implanted within another patient in romania (date unknown). Note, to ensure patient safety and adequate therapy delivery, (B)(6) does not recommend nor authorize the re-use of previously implanted (B)(6) devices. As such, the re-use of this single-use device in this event was not compliant with the intended use as specified in (B)(6) device labeling. According to the information (B)(6) has received to date, the referenced device was explanted and replaced in (B)(6) 2025. The explanted device was subsequently discarded and will not be returned to (B)(6) for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).